Event description:
It was reported to vyaire medical that the vela ventilator alarmed 'circuit occlusion' while connected to a patient. Furthermore, the patient was removed and transferred to a different ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
The suspect device will not be returned for further evaluation. Therefore, root cause was not determined. However, the customer is requesting a turbine characteristic file ((B)(4)) in order to program a new main pcb from their inventory. If the file cannot be located, a replacement turbine will be sent at no cost. The customer then stated that he device issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.